Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that "ghost" images of previous screens were intermittently present while navigating through various screens of the pump. Customer¿s blood glucose was between 98-194 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.